Event description:
It was reported that the patient experienced a ¿big jolt¿ last night while lying in bed. The patient rolled over and the jolt went over his pelvic floor area. It was stated that it was one quick jolt and the patient had not felt anything else. The patient wanted to lower stimulation, but did not have a programmer. It was also stated that the implantable neurostimulator (ins) stopped working after a fall on the patient¿s left side at the (B)(6) 2013. The patient had not felt stimulation after the fall and met with the manufacturer representative. Stimulation was around 5 volts and the patient usually could only tolerate around 2 volts. The patient was currently on vacation and did not return until sunday and was afraid of getting shocked again because, he did not have a programmer and stimulation was ¿so high.¿ the patient was to meet with the manufacturer representative at the doctor¿s office upon his return. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: 2006 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).